Event description:
It was reported that a patient with a pacemaker dependent on ventricular oversensing issues post-generator change was hospitalized. The patient experienced pre-syncopal episodes and asystolic events, despite normal checks and comparable impedances. No further information is available at this time.

Manufacturer narrative:
Combination Product: YES. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.